Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was "high" on the continuous glucose monitor. Customer changed supplies to address the issue and resumed insulin delivery.